Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (native mitral positions) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the mitral position, after deployment of the 29mm sapien 3 ultra resilia valve, moderate pvl was noted. The valve was post dilated x4 with +10ml with the 29mm commander delivery system. After the 4th post dilate, the balloon was difficult to deflate and the team requested a new delivery system to continue to post dilate the valve. A second 29mm commander delivery system was prepped per IFU and was used to post dilate the valve again. At this time the pvl was still moderate and 2 plugs were placed. Pvl was mild at the end of the case. The first 29mm commander delivery system balloon inflated and deflated without issues on the back table.

Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h11 have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-07557.

Manufacturer narrative:
A supplemental MDR is being submitted to add the initial reporter phone number. Sections: e1 phone number, g3, g6, h2, h11 have been updated.